Event description:
Manufacturer ref.#: (B)(4)

Manufacturer narrative:
It was reported that the ventilator generated a power error. There was no patient harm. It was found that the dc/dc & standard connectors and monitoring printed circuit boards should be replaced. In general, if an internal power failure occurs during ventilation, it may lead to stop of ventilation as a worst case scenario. Alarms will be generated. No further information has been received despite several requests. Given this, the problem cannot be confirmed nor any root cause identified.

Event description:
It was reported that the ventilator generated a power error. There was no patient harm. Manufacturer ref.#: (B)(4).